Event description:
The customer contacted abbott alleging they were unable to calibrate the axsym rubella igg assay using a new reagent pack and observed calibration a error messages. The abbott customer technical advocate (cta) sent the customer replacement reagents and calibrators. Upon recalibration with the replacement reagents and calibrators, the customer reported the same error message was generated. The cta recommended decontamination procedures and requested the customer return the suspect reagents for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.